Event description:
Boston scientific received information that this right ventricular (rv) lead displayed loss of capture (loc). The patient with this device system exhibited an escape rate at 40bpm. Significant pauses in pacing were observed, with rates in the 20bpm range. The patient experience multiple syncopal episodes and endured a cut above the right eye area, as well as a hematoma on the left hand. Threshold measurements had notedly increased from 0.7 v at 0.5ms at implant to 3.5v at 0.5ms. Upon review of xray, the lead appeared unremarkable, however, the physician elected to perform a revision procedure due to a concern with rv tissue. The rv lead was repositioned higher on the rv interventricular septum. No further observations were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.